Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that at the time of surgery, had a perfusion error and when primed, the test failed during surgery. The procedure was completed on same day after replacement of product with new one. The product has patient contact but no impact to the patient.